Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the pump is intermittently not dispensing the basal rate. There is no allegation of an adverse event. This complaint is being reported due to the alleged delivery inaccuracy.

Manufacturer narrative:
Follow-up #1: date of submission 03/02/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/23/2016 with the following findings: the pump's black box and alarm history showed several occurrences of auto off timeout pump suspended warnings. During the auto off timeout warnings the pump suspended all insulin deliveries. The pump was returned with the auto off feature set to on with a duration of 20hrs. The pump was exercised for 24 hours with the auto off feature set to off. No delivery interruptions or alarms occurred during the test. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test with no delivery defects found. The battery compartment was cracked above and below the bumper pad. The keypad was lifted up near the ok key. All of the keys were fully responding to user presses. No contamination was found underneath the keypad contacts. The display screen had a pinkish contrast.